Event description:
On (B)(6) 2025 a 51-year-old female underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The patient's clot age was estimated at 365 days. After multiple passes, the funnel of the clottriever sheath, 13 fr (CT sheath) separated from the sheath shaft. The funnel was able to be removed with hemostats. There was no injury to the patient.

Manufacturer narrative:
The clottriever sheath, 13 fr (CT sheath) was returned to the manufacturer and investigated. The CT sheath was returned with the distal end of the sheath separated from the rest of the sheath shaft. The pebax material at the fracture site was uneven and had signs of ductile strain. The liner within the sheath had delaminated from the pebax and the liner in the funnel side of the break had exhibited signs of being stretched. The sheath shaft was cross section and examined. The liner was found to have poor adhesion to the shaft. The cause of the break was likely due to liner delamination. The delamination of the liner caused the sheath shaft to be weaker. A crack or fracture is more likely in this condition if sheer force is applied. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. Manufacturer reference: (B)(4).